Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad issue. The customer's blood glucose level was unknown at the time of incident. The customer stated that the buttons got stuck of the insulin pump. Advised to replace the insulin pump and to revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Blank display and unresponsive keypad or button error alarm not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.